Event description:
It was reported to philips that the device has broken display buttons. The bench technician found that the display face plate needs replacement. Resolution : replaced the display assembly and therapy cbl stabilizing collar, did co2 and nbp calibration, performed functional test and safety check, all passed. Problem description by engineer : customer function/role: device use: expected and unexpected results: user impact: patient impact: current software version: parts consumed: 1.00000,453564186131, mrx stabilization collar kit. 1.00000,453564322631,mrx kit display 3 & face plate assy grey tools & equipment: electrical safety tester, 2022-01-31 00:00:00. Defibrillator analyzer, 2021-12-31 00:00:00. Cufflink, 2021-09-30 00:00:00. Test simulator kit, 2022-01-31 00:00:00. Patient simulator, on (B)(6) 2022 00:00:00. Upon conclusion of the evaluation, it was determined that the display face plate requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device has broken buttons.